Manufacturer narrative:
(B)(6). Investigation summary: the device was visually inspected and it was found in good conditions. A second closer inspection was performed and it was found with a hole on the pebax and reddish brown material. The magnetic, electrical and force features were tested and no issues were observed. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified.  The customer complaint cannot be confirmed. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch¿ electrophysiology catheter and the biosense webster, inc. Product analysis lab found a hole on the pebax. Initially, during the procedure, the catheter had much interference/noise and then the force value could not be zeroed. A second catheter was used to complete the procedure. There was no patient consequence. The interference/noise was assessed as not reportable as the risk to the patient was low. The force issue was also assessed as not reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. This event is being reported because the biosese webster, inc. Product analysis lab received the device for evaluation and found on april 3, 2020 a hole on the pebax and reddish brown material inside of it. This finding is reportable. The awareness date for this record is april 3, 2020 because of the returned condition of the hole on the pebax.